Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). Components were replaced as a preventive measure. However, the company representative was unable to replicate the reported event. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. There was no problem found with the system (related to the reported event). Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer report that the system locked and stopped. Event details and patient involvement are unknown. Additional information has been requested.